Event description:
Clinical Narrative:An 86 year-old female patient underwent a protected percutaneous coronary intervention (PPCI) via the right femoral artery. No additional patient history or comorbidities were reported.During the procedure, insertion of the companion sheath was attempted through a 14 French peel-away sheath. The companion sheath could not be advanced due to damage identified. The tip of the companion sheath was reported to be split. The provider believed that the damage most likely occurred during introduction through the 14 French peel-away sheath. Serial dilation had been performed prior to placement of the 14 French peel-away sheath, and the vessel diameter was reported to be greater than or equal to 4 millimeters.The companion sheath was removed and exchanged with a second 7 French companion sheath without any observed impact on the patient's hemodynamic status. The patient survived with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.